Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and high pacing thresholds. It was decided to replace the lead in the near future. At this time, this lead remains in service. No further adverse patient effects were reported.